Manufacturer narrative:
The device was returned to zoll medical corporation and the customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, internal inspection and functional stress testing without duplicating the report. The device was recertified and returned to the customer. The accessories being used at the time of the customer's report were not returned as part of this investigation. No trend is associated with reports of this type.

Event description:
Complainant alleged that during incoming inspection testing, the device displayed a "self check failure" error message. No further information was available. Complainant indicated that there was no patient involvement in the reported malfunction.